Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a the needle of a portex® spinal needle set broke, and about 3cm of the needle remained between the patient's vertebrae. The patient has having a caesarean section at the time of the event. The patient had a radiology scan and was then transferred to the neurological hospital "in emergency" to remove the needle. The surgery lasted three hours. The needle was removed successfully. The patient received amoxicillin/clavulanic acid and "the usual treatment post caesarean". No permanent injury was reported.

Manufacturer narrative:
One spinal pencil and one introducer was returned for evaluation. Visual inspection found that the spinal pencil needle was broken at 3.5cm from the tip of the needle. A review of the testing and inspection process was performed and showed that a minimum of 5 samples were tested for penetration and strength of the supplied needles as well as bends and kinks in the supplied stylets. The supplier of the needle was unable to be identified and therefore, the device analysis was limited and a root cause was unable to be determined.